Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the patient was hospitalized for the event. The patient underwent a hernia surgical procedure. Action taken with therapy was not reported. The patient¿s recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted